Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device issue was found following the completion of a fco by the fse, who found that the joules output was not delivering the correct amount; it was under delivering by about 15%. There was no reported patient involvement/adverse patient impact.